Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced severe abdominal pain, especially in the peristomal area. She had been experiencing seropurulent exudate for four days. She went to the emergency department where the stoma site was swabbed, with a positive result. She was prescribed augmentin 875 mg oral every 8 hours. After completing the antibiotic cycle she continued to have pain and induration at the stoma site. An exploratory laparotomy was done showing normal gastric mucosa, no lesions present to justify the pain the patient was experiencing. The tubing was removed and a nasoduodenal tube was place with plans to reinsert the peg-j at a later time.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental will be filed.